Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer reported that the reservoir does not stay securely and it looks cracked. The customer reported that there was crack on reservoir lip rings. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.